Manufacturer narrative:
(B)(4). Follow up emdr for device evaluation. Failure mode could not be confirmed since no samples or photos were provided for evaluation. Device history record review could not be performed since a lot number was not provided for evaluation. Not confirmed: failure mode could not be confirmed since no samples or photos were provided for evaluation and no issues were found that can related personnel, method, material or machine with the reported failure mode. This failure mode will be entered into the complaint tracking system and tracked & trended for future occurrences of any similar failure modes.

Manufacturer narrative:
(B)(4). A follow up emdr will be submitted upon completion of investigation. (B)(4).

Event description:
When performing a lung biopsy, the inner stylet would not come out of the outer sheath causing a small pneumothorax. Chest x-ray done and the patient was discharged home and given a date to return. Additional information received 28oct2016: patient info: initials, age, gender, diagnosis: (B)(6), aged (B)(6), male, possible lung cancer. Current patient status: not sure what this means. He has had a repeat biopsy and is fine and at home. Were there any further interventions in addition to the x-ray? No. Was the procedure completed as planned? No, procedure had to be abandoned on (B)(6) 2016 and re-done on (B)(6) 2016.